Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the full lead in segments were returned and analyzed. No anomalies were found. It was noted the defib conductor was distorted, defib conductor fracture (overstress), outer tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, outer tubing environmental stress cracking breach/breach (non-electrical), outer insulation cosmetic depression, blood in/on helix/lobe mechanism, lead stretched, and apparent explant damage.

Event description:
An allegation from an attorney indicated the patient suffered physical and other injury as a result of the recalled lead. The patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective lead. The patient has sustained severe physical injuries and/or death. The patient "died as a direct and proximate result of defects" in the lead. Approximately two years after the first attorney's allegation, there is an allegation from a second attorney that indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.